Event description:
The account alleged that the bed casters will lock into brake but if he shakes the bed, it will pop out of the brake position.

Manufacturer narrative:
The account replaced the worn cam pivot to repair the bed.